Event description:
The customer alleged there was no audible alarm. The nellcor puritan-bennett customer support engineer inspected the device and replaced the audible alarm assembly. The unit passed extended self-testing. It is not verified that the ventilator did not malfunction and no malfuncton may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.